Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The pump model number and 510k number fields were left blank because they are unknown as this complaint was a blog from the (B)(4) website.

Event description:
The reporter blogged on (B)(6) 2013 on the children with diabetes site and stated that they had a really bad run on multiple failing pumps and they all had the same problem. (Issue unknown) the reporter stated that they are a firm believer that there can be a programming issue and that the pump itself is fine but there is something wrong in the program. There is no reported adverse event with this complaint. This report is being made due to unusual product issue.